Event description:
It was reported via repair work order that the power load will not load the cot correctly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power load will not load the cot correctly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Device evaluation results.